Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. A bag with four malformed clips was received along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, thirteen clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did clips fall off of cystic duct after being applied? Yes. Were clips malformed? Not closing properly as per enclosed samples sent off. Was cholangiogram done on procedure? No. Was there any patient consequence? Don¿t think so but it was a complex case. Was there a delay to procedure? Unknown.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon found that the clips were not sealing and were also falling out of the shaft. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.